Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump malfunctioned where the full volume was infused (bag appears empty) but the volume set on the pump never changed. The cassette and extension tubing were still attached. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.3 ml/hour had been programmed, with a total reservoir volume of 106 ml and given 106 ml. There was no patient harm/adverse event reported.